Event description:
It was reported that after the implant procedure, failure to pace was observed on the atrial lead by egm. After an x-ray was performed, lead dislodgement was also noted. Lead repositioning procedure was performed the next day, but the lead could not be repositioned despite of the attempt. The lead was explanted, discarded and replaced. Patient is in stable condition.